Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the ER after receiving inappropriate atp and hv therapy due to oversensing. Review of session records revealed multiple episodes of non-sustained lead noise. A decline in capture threshold was also noted and the lead was found to have dislodged. The patient reports that he regularly does heavy manual labor. Lead was successfully repositioned. Patient condition was fine after the event.